Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback coronary orbital atherectomy device instructions for use references a minimum reference vessel diameter of 2.00mm. It was reported that the oad was operated in a vessel with a diameter of 1.75mm during this procedure. Csi ID#: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device was selected for treatment of a lesion in the right coronary artery. The vessel had a diameter of 1.75mm, and access was obtained via the radial site. The oad was operated on low speed for three treatment passes, and a vessel perforation was identified. The vessel perforation was treated with balloon angioplasty and stent placement. No pericardial effusion was noted, and the patient was discharged without any additional complications. Per the opinion of the physician, the target vessel may have been too small to treat with the oad.